Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip detaching from one leaflet requiring intervention and tissue injury. It was reported that the patient underwent an initial mitraclip procedure on (B)(6) 2020 to treat degenerative mitral regurgitation (mr) with a grade of 3-4. Visualization was difficult due to patient anatomy; however, one clip was successfully implanted, reducing the mr to grade 1-2. On a later date the patient¿s mr increased to 4 and on (B)(6) 2021 a second procedure was performed. During the procedure it was noted that the implanted clip had detached from the posterior leaflet (single leaflet device attachment (slda)) causing a leaflet tear. A clip delivery system (cds) was advanced to the mitral valve and one clip was implanted to stabilize the slda clip. The procedure was completed, reducing mr to 1-2. The physician believes that the slda was due to pre-existing patient anatomy. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip detaching from one leaflet requiring intervention and tissue injury. It was reported that the patient underwent an initial mitraclip procedure on (B)(6) 2020 to treat degenerative mitral regurgitation (mr) with a grade of 3-4. Visualization was difficult due to patient anatomy; however, one clip was successfully implanted, reducing the mr to grade 1-2. On a later date the patient¿s mr increased to 4 and on (B)(6) 2021 a second procedure was performed. During the procedure it was noted that the implanted clip had detached from the posterior leaflet (single leaflet device attachment (slda)) causing a leaflet tear. A clip delivery system (cds) was advanced to the mitral valve and one clip was implanted to stabilize the slda clip. The procedure was completed, reducing mr to 1-2. The physician believes that the slda was due to pre-existing patient anatomy. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported single leaflet device attachment (slda) was due to patient anatomy. The tissue injury and recurrent mitral regurgitation (mr) appear to be related to procedural condition of the slda. Tissue injury and mr are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.